Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the sensor sporadically shows no values. No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the returned device was evaluated. Visual inspection found no physical damage. The cable failed continuity testing due to an open circuit in the detector assembly. The cable failed functional testing and a "sensor off patient" error message was displayed.

Event description:
The customer reported the sensor sporadically shows no values. No consequences or impact to patient were reported.